Event description:
It was reported that the device had falsely triggered elective replacement indicator, but no battery voltage was available. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).